Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a medtronic surgical aortic valve was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the deployment of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a bicuspid aortic valve. Following the deployment of a transcatheter valve, a post-bav was performed due to a paravalvular leak (pvl). Subsequently, the valve dislodged. It was noted that prior to valve dislodgement, the implant depth on the non-coronarycusp (ncc) was 3 millimeters (mm) and on the left coronary cusp (lcc) was 4 mm. After valve dislodgement, the implant depth on the ncc and lcc was in the ascending aorta. Subsequently, a second transcatheter valve was implanted. Per the physician, the post-bav caused the dislodge. Additional information was received that the severity of the pvl was mild-moderate. It was reported that both valves were explanted two weeks following implant.

Manufacturer narrative:
Additional information: b5 (third paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the deployment of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a bicuspid aortic valve. Following the deployment of a transcatheter valve, a post-bav was performed due to a paravalvular leak (pvl). Subsequently, the valve dislodged. It was noted that prior to valve dislodgement, the implant depth on the non-coronarycusp (ncc) was 3 millimeters (mm) and on the left coronary cusp (lcc) was 4 mm. After valve dislodgement, the implant depth on the ncc and lcc was in the ascending aorta. Subsequently, a second transcatheter valve was implanted. Per the physician, the post-bav caused the dislodge. Additional information was received that the severity of the pvl was mild-moderate. It was reported that both valves were explanted two weeks following implant. Additional information was received indicating that the dislodged valve and the functioning second valve were explanted in favor of a surgical aortic valve because of the patient's young age.